Manufacturer narrative:
Internal report reference number: (B)(4). Test strip were returned - customer returned only 1 test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 102, 138, 85, 200 and 164 mg/dl. The customer¿s expected am fasting blood glucose test result is 78 mg/dl and expected pm fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 102 mg/dl, date: (B)(6), time: 06:57 am, fasting. Result 2: 138 mg/dl, date: (B)(6), time: 08:34 pm, fasting. Result 3: 85 mg/dl, date: (B)(6), time: 07:53 pm, fasting. Result 4: 200 mg/dl, date: (B)(6), time: 06:10 pm, fasting. Result 5: 164 mg/dl, date: (B)(6), time: 07:09 am, fasting.